Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia (2010); 14:317¿319. Doi 10.1007/s10029-009-0539-5. (B)(4).

Event description:
It was reported in a journal article with title: mesh erosion into the urinary bladder following laparoscopic inguinal hernia repair; is this the tip of the iceberg? The authors reported a case of mesh erosion into the urinary bladder diagnosed 12 years after the original surgery and review the possible causation and literature relevant to this complication. In september 2008, a (B)(6) year old male patient was presented with recurrent sepsis, lower urinary tract symptoms, and groin swelling 12 years after a bilateral total extra-peritoneal (tep) inguinal hernia repair using prolene mesh (ethicon). Additional reported complications included infected swelling in the right groin which required incision and drainage twice within a short period of time, discharging sinus which was laid open, packed and a secondary closure was performed, continued pain overlying the wound site associated with fever, recurrent wound site pain led to surgical exploration where a diagnosis of infected mesh in which an attempt was made to remove as much of the infected mesh as possible, hesitancy associated with some suprapubic pain and suspected urinary tract infection in which the patient given further course of antibiotics, frank hematuria, inflammatory swelling on the anterior bladder wall in which the patient received further course of antibiotics, hematuria and dysuria, puckered inflammatory lesion on the right anterior lateral wall of the bladder, anterior bladder wall thickening, extensive scarring and adhesion formation with disruption of the anatomical layers, mesh migration and erosion in which a groin exploration was performed in which the mesh was partially excised and repaired in two layers with placement of a long-term indwelling urethral catheter. The patient was discharged from hospital five days later and the catheter was removed six weeks later. On follow- up six months after operation the patient remains well with no long-term complications. In conclusion, mesh placement in the pre-peritoneal space, infection, type of mesh, and method of fixation are all contributing factors to mesh migration and erosion. The latent period between the original operation and diagnosis can extend from six months to three years. Mesh erosion into the bladderis under-diagnosed and under-reported and that the true incidence may remain obscure for several years to come.